Event description:
It was reported that the ilet charger did not function, as indicated by the absence of a green charging light despite attempts with multiple outlets, and a replacement charger was provided along with troubleshooting and education. Symptoms included no physiological effects. Outcomes included no impact on clinical status and no alerts or alarms. Investigation included customer communication and troubleshooting to verify power source use and device setup. Investigation of this case revealed evidence consistent with a charger that failed to provide power as expected, localized to the external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger accessory.